Event description:
Patient presented to the physician with chest incision infection. Physician prescribed antibiotics. Patient presented back to the physician with continued infection.

Event description:
Patient presented back to the physician with infection. Physician brought the patient into the or and removed the ipg and sensing lead. This resolved the issue.